Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The adverse event is related to a re-opened trachea wound, which the patient suffered prior to excor implantation. The patient remains on support. Based on current information, it appears to be user error. G8: adverse event term: air embolism.

Event description:
Berlin heart was informed by the clinic on (B)(6) 2018 that a patient implanted in the lvad configuration had air in the blood chamber of the blood pump. The clinic used the pumps de-airing tool to get the air out of the blood side layer. Before excor was implanted the patient suffered a trachea wound from intubation which already led to embolism once. That trachea wound did open again, which led to the air in the blood chamber of the pump. The site stated that a "problem with the lung circulation and complication during re-intubation" was responsible for the event and there was "no problem with the blood pump". The device performed as designed aside from slight filling difficulties due to the air present in the blood chamber.